Event description:
New lease ventilators were being implemented to replace previous vendor. Alarm sounded with 5 min. Appeared to be related to o2. Pt immediately replaced on previous ventilator. No harm to resident. A-5 alarm.